Event description:
The lay user/patient contacted lifescan alleging the meter displays error 6 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that the pt was implanted 2 days before the report. During the implant, impedances <50ohms were noted on contact 01. No other short was seen with any other electrodes. The lead was removed, wiped down, and re-inserted. The 01 combination came back with normal limits. It was noted that the 01 combination electrode was not used in the programming. At that time, the stimulator battery level was 70%. One day after implant, the battery had dropped to 40%. It was unk what device was used to note this measurement. The physician had the pt recharge the battery. No pt symptoms, treatment, or outcome was reported.